Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the reported unintended system motion (knot unraveled) may include, but are not limited to, user technique (pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a after an atrial fibrillation (afib) ablation interventional procedure using a 8f sheath. Reportedly, the knot became unraveled when pulling the rail suture after deployment. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.